Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. This device was discarded and will not be returned for evaluation. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the surgeon has experience with this implant. He used the drill of the system and inserted the implant. He released the sutures from the handle and at that moment the sutures came loose of the screw. He could not reattach the sutures to the anchor and decided not to remove the implant so as not to leave a hole in the coracoid. He decided to solve it with sutures from another brand. This fact delayed the surgery. The patient is hiv positive, so the product is not available for evaluation. There was a procedural delay of 20-30 minutes.